Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 30-jul-2017, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving baclofen, unknown concentration at unknown dose via intrathecal drug delivery pump for intractable spasticity. It was reported that catheter malfunction occurred as per the hcp. Any environmental/external/patient factors that may have led or contributed to the issue were not applicable. Patient was having magnetic resonance (MRI) and dye study. At the time of this report, the issue had not resolved and patient status was alive-no injury. Surgical intervention was scheduled on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the facility does not give the reps explanted products and instead send it to someone internally first. The rep stated that this is the protocol they have seen with this facility. No further complications were reported.

Manufacturer narrative:
Product ID 8703w lot# serial# implanted: (B)(4) 1998 explanted: (B)(4) 2018 product type catheter .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the cause of catheter malfunction was that catheter was implanted in (B)(4) and it was occluded. The surgery occurred on (B)(4), successful replacement catheter with 8780. The occluded catheter was explanted. No further complications were reported.